Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: patient implanted on (B)(6) 2012 with pfna nail and blade was found to have the blade penetrate the acetabulum via x-rays on an unknown date. Revision surgery has taken place, date unknown. No further information is available. This is 1 of 2 reports.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.